Event description:
The customer reported erratic beta human chorionic gonadotrophin (bhcg) results, above the normal reference interval, for one patient involving access 2 immunoassay system. Subsequent testing of the patient sample on an alternate access 2 immunoassay system recovered a reportable result within a higher gestational category. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The samples were drawn in 4ml red top serum tubes. The customer stated the sample appeared to be of good quality. The samples were centrifuged at 3,000 rpm (revolutions per minute) for ten minutes. The tubes were placed directly on the analyzer. The customer did not complete a dil-hcg quality control (qc) material. The customer performed the last passing system check on (B)(4) 2012. The customer was advised to run a system check on (B)(4) 2012 and it initially failed with a washed coefficient of variation (cv) of 35.80%. The customer completed a special clean and retested system check; it passed with a washed cv of 5.33%. In conclusion, the cause of this event is unknown and could not be determined. This medwatch report is related to MDR 2122870-2012-00712.